Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the trial patient was voiding less and catheterizing a larger volume. They would feel stimulation for thirty minutes and then it would fade. It was noted that the patient was at 5.5 volts and was going to increase stimulation to try and achieve constant stimulation sensation. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.